Event description:
A 25mm amplatzer cribriform occluder (aco) was successfully implanted in a pfo defect; however, the next day the aco was found to have embolized. The aco was percutaneously recaptured and a 35mm aco was implanted.

Manufacturer narrative:
No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.